Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to undersensing and brady pacing not delivered when required. The lead was explanted. No additional adverse patient effects were reported.